Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter was found to be leaking at the exit site near the titanium adapter. The cleaning agent used on the device was betadine. There was no reported patient injury.